Event description:
Customer reportedly obtained results of 112mg/dl, 114mg/dl, and 214mg/dl on the compact plus system within 10 mins. An additional comparison reports results of 214mg/dl, 189mg/dl, 175mg/dl, 127mg/dl, and 285mg/dl on the compact plus system within 10 mins. A third comparison reports results of 413mg/dl and 174mg/dl on the compact plus system within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent. There is only one result of 214mg/dl, it is listed in 2 comparison groupings because of the timeframe in which it was obtained.